Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted (B)(6) 2004; 4193-78, lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular lead superior vena cava (svc) coil impedance had a quick increase to greater than 200 ohms and remained high. A svc fracture was confirmed during a routine device replacement and the physician decided to program the svc channel off on the new device. The lead remains in use. No patient complications have been reported as a result of this event.